Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the complaint product was returned in its original packaging. Also, the implant notification card and direction for use were received with the device. The lens was not returned as it remains implanted. Upon evaluation the plunger was in a partially advanced position. No assembly error and/or defect related to manufacturing process was identified. All the components were correctly assembled, and the pushrod looked centered. Traces of lubricating material were observed in the cartridge. There was no damaged identified in the device. Since the lens was not returned for evaluation the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing process record was evaluated, and no non-conformance reports/discrepancies/deviations for similar issues were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when a patient¿s eye was washed with irrigation/aspiration (ia) after implantation, the intraocular lens (iol) was found to be cracked around the joint part of optic and haptic. Since the lens was implanted, the procedure was completed with no additional action by closing the incision. As of the reporting time, the patient did not seem to have any optical problems and the lens remains implanted. There was no patient injury reported. It was confirmed that the balanced salt solution (bss) setting/amount was enough to fill the lens case and that the total preparation time is about 30 seconds. No further information was provided. .